Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v014889, implanted: (B)(6) 2007. Product type: lead: product ID 7436, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3387s-40, lot# v014889, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
It was reported a clinician was using the clinician programmer to interrogate the device. When they interrogated the device, the pro grammer asked for the serial number of the implantable neurostimulator (ins). It was later reported the patient was implanted with a new ins on (B)(6) 2013. The patient was reported as doing great. No patient symptoms were reported.